Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since there was no description of the cause of the no image issue (e.g., cable fracture, etc.) That occurred, the following possible causes should be assumed. Communication between the processor and the camera head became impossible due to contact failure caused by disconnection of the cable, and this phenomenon occurred. When some strong impact was applied to the camera head, the camera head failed, and communication between the processor and the camera head became impossible, and this phenomenon occurred. Communication between the processor and the camera head became impossible due to electrical contact corrosion of the video connector, dirt on the electrical contacts, and foreign matter adhesion, and this phenomenon occurred. Communication between the processor and the camera head became impossible due to short-circuit or corrosion caused by flooding, and this phenomenon occurred. The instructions for use includes the following statements by which the issue may be prevented: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made as the device was returned and evaluated. Correction is also being made to the become aware date which is feb 26, 2021, for the initial report. This supplemental report is being submitted to provide this information. Upon inspection and testing of the device, the loss of image issue could not be duplicated. The device was found to be functional and did not need repair. However, some wear was noted on the contact pins. This event occurred prior to the procedure. The connection was secure. The configuration was found to be correct. There was no damage or abnormalities observed. The device has never been dropped. The intended procedure was completed with a camera head, model number ch-s400-xz-eb, serial number (B)(6) . The patient's pre-existing conditions or demographics are unavailable.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device did not show an image, only color bars. There is no reported patient harm or adverse impact.